Manufacturer narrative:
Batch review performed on 01-jun-2023. Lot 2102183: 8. (B)(4) additional devices involved, batch review performed on 01-jun-2023: gmk-revision 02.07.0410scf fixed tibial insert sc size 4/10mm (k103170) lot. 185114 lot 185114: 25 items manufactured and released on 20-sep-2018. Expiration date: 2023-08-30. No anomalies found related to the problem. To date, 16 items of the same lot have been sold with no similar reported case during the period of review. Gmk-revision 02.07.4684r tinbn coated revision tibial tray size 4 right (k210010) lot. 2006119 lot 2006119: 6 items manufactured and released on 15-dec-2020. Expiration date: 2025-12-01. No anomalies found related to the problem. To date, 4 items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 1 year and 5 months after the primary, the patient came in reporting pain and the cause is unknown. The surgeon revised successfully all the components. The primary medacta surgery was a revision of the competitor components.